Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. It was also noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during a system upgrade, a left ventricular (lv) lead was attempted but was unable to be placed in the vessel with an acceptable threshold. The lead was not implanted and a second lv lead was attempted. This lv lead had unacceptable thresholds with no pacing capture. It was also noted that this lead had a large amount of blood ingress. The lead was not implanted and a third lv lead was attempted. This lv lead was placed, the incision was closed and then it was noted on final check that the lead had dislodged. It was also noted with the final check that the previously implanted right ventricular (rv) lead had retracted as well so there was minimal slack. The incision was reopened and the lv lead was explanted and replaced and the rv lead was readvanced and remains in use. No patient complications were reported as a result of this event.